Manufacturer narrative:
The device was returned and evaluated and confirmed as there was a leak due to a hole and cut in the bending section cover. Additional findings include; the distal end plastic cover was burnt, dented, and scratched. Bending section cover had a chip, dented and was lifting. Charged coupled device shrink tube was cut and split. Insertion tube had scratches and was dented heavily. Light guide tube was leaking due to a hole. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was a leak on the bending section of the bronchovideoscope . The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was a hole and cut in the bending section plastic cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user may have used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with the following the instructions for use. ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.